Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler fully fired and leak test was negative during a sigmoidectomy. The visual of the anastomoses also looked great inside and there were two full donuts however, the patient¿s anastomoses came apart and the abdomen was filled with feces 7 days post operatively. It was stated that the rectum was closed and an ileostomy was created. They had to clean the patient laparoscopically and the second surgery was extended to 5 hours. The patient had an open procedure and a wound vacuum was placed. The patient is still at the hospital.